Manufacturer narrative:
It was noted that the lead was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2500 ohms, rv noise and oversensing, and non-capture. Tachycardia therapy was turned off and the patient was admitted to the hospital. A surgical revision was performed. During the procedure, the physician observed evidence that this rv lead and the patient¿s non-boston scientific right atrial (ra) lead were fractured at the suture tie-down location. Both leads were explanted and replaced. No additional adverse patient effects were reported.